Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays circuit disconnect, high peak inspiratory pressure, low minute ventilation, and transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.